Event description:
The following has been reported: biomed reported: pump problem. No patient harm reported, stopped during active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for "pump problem". Log files indicate an av sticky valve failure. There was no outside physical damage noticed. There was drag on the fva pins, and the loading pins when the lever arm was engaged. The pump was opened to inspect for internal damages. Internal damages found were the rear cover o-ring was unseated, the nanoblade antenna was unseated. The fva lip seals and the loading pin lip seals had excessive debris built up on them. They were cleaned with alcohol. The fva valve pins and the upper and lower loading pins are deeply pitted causing resistance when being engaged. The rear cover o-ring, the nanoblade antenna, the fva loading pins, the upper and lower loading pins, the fva and loading pin lip seals will all be removed and replaced during repair. Once all repairs have been made the pump will be sent to the test line for full functional testing. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.